Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode. Intermittent atrial capture was noted. Chest x-ray revealed lead dislodgement on both ra and rv leads due to twiddlers syndrome. Patient was previously programmed to aai pacing due to high rv capture thresholds. At that time twiddlers syndrome was suspected but did not schedule lead replacement since the patient was undergoing cancer treatment. The leads were explanted.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.